Event description:
The customer reported that he went to the emergency room with low blood glucose levels of 40 mg/dl. The customer was never assisted, and left. The customer also stated that he had an issue last year where the paramedics were called to his home, and they had to kick down his door to get to him. The customer was treated, and his blood glucose levels rose to over 500 mg/dl. The customer was not very happy, and stated that he has had problems getting an insulin pump trainer to show up to his appointments with his hcp. Advised the customer that the territory manager would be notified. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.